Event description:
It was reported that it was difficult to inflate a balloon when the user attempted to place the catheter into the patient's body. After the catheter was removed and the user attempted to inflate the balloon several times, the balloon was successfully inflated .

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection observed there was pinhole on the sac collar of the catheter that allowed water to leak out. Pinhole was examined under a microscope and noted to be round and smooth. Exact cause of the sample condition have been determined and confirmed as a manufacturing related process. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine, for patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to inflate a balloon when the user attempted to place the catheter into the patient's body. After the catheter was removed and the user attempted to inflate the balloon several times, the balloon was successfully inflated .